Event description:
Hosp reports that while on pt, after switching pt from pressure control to assist control ventilation, pt was exposed to high ventilating pressures, >70cmh20. Ventilator did alarm "high pressure". Pt was removed from ventilator and placed on back-up ventilator. Pt with adult respiratory distress syndrome and interstistial lung disease, developed pnuemothorax and chest tubes were inserted. Staff unable to pinpoint if disease process or ventilator malfunction contributed to development of pneumothorax. Pt eventually expired two weeks later from her disease process.